Event description:
Event description guidant received information that during a routine device change-out procedure, initial testing of the lead was ok. Following induction a shorted shocking lead indicator was displayed. All lead impedances following this were <20 ohms. The ICD was removed and the chronic shocking lead was capped.